Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician and from a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type ii and non-malignant pain. The patient was having an MRI because their system isn¿t working and it doesn¿t charge anymore. They are working with their managing healthcare professional (hcp) to replace the ins. The event date was asked but unknown. The patient said that the issues with their system not working and it not recharging started about 1.5 years ago. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-nov-02. The patient indicated that the cause of the system not working and not charging anymore was never determined. They only went step by step and were to let them know if it stopped again. They are not sure when surgical intervention will occur. They will ask the healthcare professional (hcp) to send it back for analysis and have the hcp let the manufacturer known when the removal date will take place. No further complications were reported/are anticipated.